Event description:
Report received of a non-delivery of IV fluids with no pump alarm. The patient was receiving normal saline at 100ml/hour. According to the customer contact, the pump display was indicating that the fluid was being delivered, but there were no drops in the drip chamber, and no fluid was being delivered. The patient experienced the non-delivery for approximately 2 hours. The pump was removed from clinical service. It was not known if drops were noted in the drip chamber at the initiation of therapy. It was reported that the tubing was properly positioned within the tubing guide and all along the tubing channel under the pump door. There were no pump alarms. The tubing was reported to be completely flattened in the pumping channel. There was no reported adverse patient event. No medical interventions were required for the patient.